Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device would not flow. The event was further described as "infusion did not go through". The device was filled with tazozin 18g. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.